Manufacturer narrative:
The customer cancelled the service call. The reported problem was resolved when the customer seated the interconnect cable correctly. No add'l service info was provided.

Event description:
The customer reported that the system's doghouse displayed an error message showing that the x-ray function was disabled. No pt injury was reported.